Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide the final investigation results and to correct the previously reported findings, as the device has since been returned for further evaluation. Updated fields: d9, h2, h3, h6, h11 based on the investigation results, the reported problem was confirmed; however, the root cause could not be definitively identified. It is likely that a failure of the printed circuit board caused the malfunction, preventing the endoscopic image from being displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy procedure, while mobilization of the gallbladder was initiated, the image on the video system center (the olympus name displayed in a blue window) was lost, making it impossible to complete the procedure laparoscopically. The operation was continued and completed via open surgery. After the operation, the patient was transferred to the department and after completing the treatment, the patient was discharged home. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.